Event description:
The customer contact reported backflow of fluid from the primary tubing solution container into the secondary solution container. The primary tubing set was being used to deliver normal saline via a symbiq pump. At 1120, the secondary tubing set was connected to the primary tubing set for piggyback delivery of 400mg of cipro at a rate of 200ml/hr. The primary solution container was lowered below the secondary solution container. At 1200, it was reported the secondary solution was delivering and the solution container was reportedly half empty. At 1220, the nurse noted the secondary solution container was full. It was reported that after an unspecified length of time, the secondary delivery was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).